Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ zeschky, c., ahmed, h., alayyar, m., jothidasan, a., husain, m., stock, u., & smail, h. (2022). ¿long-term¿ use of impella - safe to do? The journal of heart and lung transplantation, 41(4). Https://doi.org/10.1016/j.healun.2022.01.1603

Event description:
On (B)(6)2024 complaints forwarded abstract from journal heart and lung transplantation entitled: "¿long-term¿ use of impella - safe to do?" In which impella supports from 5/2017 to 5/2021 were analyzed. The complications noted during impella rp support were device migration, pump thrombosis, and general device malfunction.

Manufacturer narrative:
The investigation for the positioning issues has been completed. Complaint device not returned for investigation. Device serial number unknown to reviewed the data logs. Insufficient clinical data was provided. The root cause of the positioning issue cannot be determined.